Event description:
It was reported that an angio-seal device was deployed in 2001. The spring was left in place for 40 minutes at the physician's request prior to cutting the suture. The pt was re-admitted 10 days later and blood cultures were taken revealing the pt and developed an infection. Vancomycin and levofloxacin were prescribed and the pt was discharged 9 days later. It should be noted that the physician, as well as the director of infectious diseases at the hosp, stated that the infection may be related to pt hygiene, physician scrub or post procedure care. The infection cannot be linked directly to the device or to the staff.